Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings: moisture was evident behind the display lens. Due to internal moisture damage, the pump powered on with a blank display. Within three minutes of powering on, the pump alarmed with an audible tone and vibration alert per normal operation. Product analysis was unable to complete the download and full investigation due to the blank display and internal moisture damage. The pump case was observed to be cracked in the right hand corner of the display area. A leak test confirmed a leak at the crack in the pump case. The pump case was removed and evidence of moisture contamination was observed throughout the inside of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.